Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use. Field service engineer (fse) inspected the system onsite and confirmed that system had start up issues. Upon functional testing, the fse found that there was issue with flexvision pc. The philips engineer replaced flexvision pc and hard disc drive (hdd). After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the flexvision pc would not start up. There was no report of harm. Philips has started an investigation of this complaint.